Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing, noise, and a fracture on the right ventricular (rv) lead. It was also noted that the lead had high pace/sense impedance at implant; however, the impedance had decreased and was stable since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. The lead integrity alert (lia) was triggered. Programmer data shows one patient alert for lead failure predictor on (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Oversensing was also noted. There were thirteen ventricular non-sustained tachycardia episodes less than or equal to 210 milliseconds (ms) on (B)(6) 2012. There was one ventricular fibrillation episode equal to 170 ms average ventricular cycle on (B)(6) 2012. There was also noise on the lead. There were 4978 ventricular short interval counts in 271.45 days between (B)(6) 2012.

Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing, noise, and a fracture on the right ventricular (rv) lead. It was also noted that the lead had high pace/sense impedance at implant; however, the impedance had decreased and was stable since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the lead was returned and analyzed. Analysis revealed that the proximal conductor was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.